Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the flap was formed but due to a large area of undercut, the flap could not be lifted in the left eye. The flap was put back and treatment was not completed. The patient will be seen at a later date to complete the treatment and a keratome will be used.

Manufacturer narrative:
No additional information provided. The root cause could not be identified by the investigation. (B)(4).